Manufacturer narrative:
Evaluation summary: the root cause for the reported complaint appears to be a coincidental event unrelated to the product as user facility reported via questionnaire that in surgeons opinion iol did not cause/ contributed to the event . (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by a nurse, who reported that the event resolved with treatment. According to the nurse, in the surgeon's opinion the iol did not cause or contribute to the event. There was no explanation provided.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had residual myopia and astigmatism. The iol was exchanged during a second procedure. Additional information has been requested.